Event description:
Related manufacturer reference number: 1627487-2022-05667. It was reported that the patient experienced shocking and burning at the ipg site. Surgical intervention was undertaken on (B)(6) 2022, where the system was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The report of burning / shocking sensation at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site.